Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient developed a retroperitoneal bleed and ischemia during impella cp support. The retroperitoneal bleed was believed to have originated from a previous procedure in the left femoral artery. Although the blood count had stabilized, heparin had to be withdrawn and blood products were given to manage the condition. Coinciding with the event, a decrease in perfusion to the right lower extremity was noted. The pump was explanted the following day as a result of the condition.

Manufacturer narrative:
The investigation for the retroperitoneal bleed and limb ischemia has been completed. The pump was not returned for investigation. A data log review was not required for this case. As per the clinical, a retroperitoneal (rp) bleed was observed at the site of previous access to the left femoral artery (lfa). Additionally, there is concern over limb ischemia in the right leg, where the pump was inserted. Clinical details were not sufficient to determine the root cause. Therefore the root cause of the retroperitoneal bleed and limb ischemia could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: added d6a/d6b g1 MDR reporting contact email.